Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer cleared the alarms and resumed insulin. Customer's blood glucose was in 140 mg/dl in range.